Manufacturer narrative:
Continuation of d11: product ID: 97745, serial# unknown,product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the pocket revision was scheduled for (B)(6) 2020. The rep noted that the device would not be explanted, only a pocket revision was being done.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the pocket revision resolved the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the rep met with the patient and had reviewed how to use the recharger because the patient had used the passive mode recharge 12-15 times on their own prior to the appointment. During the call on (B)(6) 2020, the rep reported that the controller/recharger connected to the ins, but displayed poor recharge quality. They tried moving the recharger around to get a better connection, but they were unable to get to the normal charging screen. The battery screen indicated that the controller charge was at 100% and that the ins indicator was red. They tried connecting to the ins using different combinations of the patient's devices and the rep devices, but they kept getting the no device found message. The rep then did a passive recharging session and got the following numbers: 49, 49, 49. When they moved the recharger the numbers were 38, 58, 67. The 67 was achieved when the rep pushed the recharger against the patient's skin. The rep reported that the ins felt a little deeper and the passive rec harge numbers would increase when they pressed the recharger into the tissue. Technical services reviewed that the depth of the ins appeared to be affecting the connection between the devices. The rep stated they would review the information with the physician and have them evaluate the pocket site. No symptoms were reported. Additional information was received from the rep. It was reported that noticed their issue in (B)(6) 2020 after post op appt. (B)(6) 2020. Cause will be known after surgery.